Event description:
At the end of the procedure, technician noticed a red substance in the tubing beyond the backflow valve.

Manufacturer narrative:
Actual device involved in incident was not returned to manufacturer per customer's request. An on-going investigation is in process. Medivators has requested the return of device. However, per customer's request, device has not been returned for evaluation. Medivators investigation included a batch record review/ complaint history, case review, and additional product evaluation from suspect lot. A total of forty tubing sets from the same lot were evaluated. Visual evaluation was completed and all passed with no signs of damage to the backflow valves. All forty of the backflow valves (bmp-224) were also tested using two physical test methods with controls: air pressure from a bulb pressure tester, and a syringe with luer connection filled with water. All evaluated product passed the visual inspection and both physical tests and has shown to have fully functional back flow valves. Although a definite conclusion cannot be determined at this time because the actual device has not been returned, it is suspected; this incident may have occurred due to a defective component of the endogater tubing set. However, in order to confirm this and eliminate other possible causes, an evaluation of actual device is necessary. It has been determined to be an isolated incident. (B)(4). Results of a batch record review and complaint history review concluded no complaints associated with this type of issue has been previously reported. The complaint rate for this type of incident is minimal. There have been no reports of patient injuries. If additional information or patient injuries are reported at a later date, medivators will review and determine if a supplemental report is necessary. Device not returned.